Event description:
Update: - medical records received (B)(4) 2013. Revision operative report indicates the following: elevated levels; persistent pain with popping sensation; metallosis; cycstic changes; small amount of clear fluid; grayish granulomatous tissue; minimal corrosion at the titanium trunnion; cup had some micromotion; dysplasia at the time of initial surgery caused some bone loss; mild lysis; some small spotty area without good blood flow in the acetabulum. The adapter sleeve added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigaton closed.

Event description:
Patient underwent revision procedure due to pain and elevated metal ion levels. Update (B)(4) 2013 litigation papers received. There is no new additional information that would affect the investigation. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot numbers and patient/device codes information. The complaint and associated mdrs were updated.